Event description:
Received information regarding a cartridge alarm 19 during basal delivery. Customer's blood glucose level was not impacted.

Manufacturer narrative:
The device has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.